Manufacturer narrative:
The device arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod delivered 46 first prime pulses, deactivating before the start of second prime. Rotational sensor abnormalities were observed, but the pod delivered an expected amount of pulses in first prime. The pod delivered priming pulses as intended. The pod was reran, and no data abnormalities were observed. Contamination was observed on the commutator cap. As no rotational sensor abnormalities were replicated in the rerun, it could not be confirmed is the contamination caused the observed rotational sensor abnormalities.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.